Manufacturer narrative:
Correction: there was no loss of osseointegration or serious injury has occurred as previously reported. There was only an abutment change. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on april 05, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.